Event description:
Pt self tester reports discrepant results with meter compared to lab. Date: unk, inratio: 4.6, lab: 3.6 (lab draw immediately after). Pt's target therapeutic range is 3.0-3.5.

Manufacturer narrative:
Investigation pending.